Event description:
Pt brought in reagent strips and indicated the strips recorded too high versus a normal solution. Evidently she tested these strips on her machine with a friend's strips on some "normal" solution. The MFR's product read 170-175 with the normal solution and the other product 104-105.